Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a broken console cover and a low helium alarm. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate the reported issue. The stm reported onsite on 13 january and during evaluation, discovered that broken back cover, pierced pressure hose, and damaged cv1 on fill manifold, leaving thread inside fill manifold assembly. In addition, aforementioned physical damage caused helium leak. Coiled cord from console to display was showing cabling. Nothing abnormal was identified in the logs. Furthermore, the stm ordered parts and they were delivered on 12 january. The stm replaced back cover, fill manifold, pressure hose, and damaged coiled cord. Unit calibrated and passed all functional and safety tests per factory specifications. Iabp was returned to customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a broken console cover and a low helium alarm. There was no harm or injury to the patient and no adverse event was reported.